Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had an intermittent power issue. The reporter noted that the battery compartment was damaged, there was moisture behind the display, and the battery cap could not be tightened. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: the battery cap was not returned with the pump; a test battery cap used during investigation. A review of the black box indicated multiple, recurring reboots had occurred. Visual inspection revealed evidence of moisture behind the display lens and in the battery compartment. The battery compartment was found to be cracked and leak testing revealed a battery compartment leak. The pump powered on to the verify screen with functional auditory and vibratory features. Additional testing for the alleged intermittent power issue could not be completed due to unresponsive keypad buttons. The pump cover was removed and there was evidence of moisture throughout the pump internally. Unrelated to the original complaint, investigation revealed that the up arrow, down arrow, and ok keypad buttons were unresponsive. The keypad cover was removed and no defects were found to the button contacts.